Event description:
Ous MDR - after an implant period of 117 months, a sudden increase in impedances greater than 3000 ohms and undersensing were reported. There was no mention of a plan for revision. The device remains implanted.

Manufacturer narrative:
Till today, the medical product has not been made available for analysis, and it could therefore not be examined itself. The analysis is therefore based on the check of the manufacturing process of the lead and of the data you have provided. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The available iegms showed interference signals in the rv channel, as had been mentioned in the complaint text. The available x-ray image shows a slack of the lead in the intracardiac area. A conclusive evaluation of the stress situation for the lead in the implanted state is not possible in a non-moving state in the existing projections. If additional relevant information or the device itself should be available, please send this to us also. The incident will then be updated accordingly.